Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Additional device codes: kwp, mnh and mni. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent revision surgery because two screws were dislocated. During the re-operation at o-c2, it was noted that the head of the cancellous bone screw synapse and set screw came off. As a result, the surgeon extracted two rods and two screws at c2, and inserted new screws at c2 and c3 as well to tighten the rods again. The re-operation was completed successfully, and there was no adverse consequence to the patient. There were no issues during the revision surgery. Patient was reported as stable. Concomitant devices reported: rod: ( part# unknown, lot# unknown, quantity unknown), lockscr synapse tan (part# 04.614.508s, lot# h510836, quantity 1), lockscr synapse tan (part# 04.614.508s, lot# h484545, quantity 1), lockscr synapse tan (part# 04.614.508s, lot# h510835, quantity 1). This report is for one (1) 3.5mm ti cancellous polyaxial screw 20mm for 4.0mm rods. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 04.615.020, lot# h364792. Manufacturing location: brandywine, release to warehouse date: may 12, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product development investigation was completed. The screw assembly (04.615.020) was returned with the cancellous screw component (04.614.020.1) separated from the remaining components: the bushing (04.614.008.30) and sleeve (04.614.008.40) were appropriately attached/assembled to the body (04.615.008.2). No major damage was noted to the screw, bushing, or sleeve components. Wear on the exterior of the body component was noted, which was consistent with implantation and explantation. Reassembling of the screw assembly by hand was not possible during investigation. Therefore, no function test could be performed. However, the received condition of the screw assembly agreed with the complaint condition - the complaint was replicated. The diameter across the spherical head of the cancellous screw component (04.614.020.1) measured 4.683mm, which was within specification of 4.69mm +/-0.02 per drawing. Measured with om800. The diameter across the bottom/ventral opening of the bushing measured 4.61mm, which was above the reference dimension of 4.39mm per drawing. The reference dimension does not define the feature's geometry and was not used by manufacturing. However, it is being considered in this investigation because of the apparent discrepancy between the actual dimension and expected reference dimension. The diameter across the bushing's most narrow interior feature measured 4.25mm, which was within specification of 4.3mm +/-0.05 per drawing. The bushing dimensions were measured using ca215. The major diameter of the threads that interact with the locking/set screw (04.614.508) measured 6.42mm, which was within specification of 6.45mm +/-0.05 per drawing. Measured using ca215. Relevant drawings were reviewed during investigation. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. The complaint condition was confirmed during investigation. The screw component was received separated from the remaining components of the screw assembly. Dimensional inspection noted the bottom/ventral opening of the bushing was above the reference dimension, indicating that the screw component likely passed through this feature when exposed to excessive forces while implanted. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. It has been determined that no corrective and/or preventive action is proposed. H11 corrected data: b5, d11: updated concomitant devices. Possible lot#s for part 04.614.508s are either h510836, h484545 or h510835. Exact lot # is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: rod: ( part# unknown, lot# unknown, quantity unknown) . Lockscr synapse tan (part# 04.614.508s, lot# unknown, quantity 2).